Event description:
Olympus was informed that during a laparoscopic cholecystectomy, 20 minutes after starting the procedure, users experienced the pt's abdominal pressure could not be maintained. The procedure was stopped temporarily and was resumed after 90 minutes suspension with another insufflator. There was no pt harm reported. Olympus was also informed that sound of gas leak was heard from the unit soon after starting of insufflation.

Manufacturer narrative:
The referenced device was returned to olympus for eval. The eval confirmed user's report. The eval confirmed the sound of gas leak from the device. The eval also confirmed that gas was leaked from the internal part of the device. The device was delivered on (B)(4) 1998, and had been used for over 14 years. This phenomenon was attributed to excessive usage. The uhi instruction manual states that if gas leak is noted within the device during the inspection before use, terminate the use of the device. This report is being submitted as a medical device report in an abundance of caution.